Event description:
The service report shows that a note found attached to the ventilator when received stated that the pressure meter "needle stuck so no pressure alarm." The nellcor puritan-bennett factory service technician verified no pressure meter movement and no pressure alarms. The technician inspected the device and reconnected the pressure hose found disconnected from the pressure transducer. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.